Event description:
It was reported that the patient underwent gynecological procedures to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and on (B)(6) 2010 and mesh was used each surgery. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04910. The same patient is represented in each medwatch.

Manufacturer narrative:
Upon review of the medical records , the patient did not have an ethicon product implanted. Thus this not an ethicon complaint. Therefore medwatch report 2210968-2012-04911 is being voided.